Event description:
It was reported that the patient underwent a c5-t1 anterior spinal fusion using bmp2_acs on (B)(6) 2007. Subsequently, on an unknown date, patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient underwent the following procedures: anterior neural decompression, c5-6, c6-7, c7-t1; anterior discectomy and fusion, c5-6, c6-7, c7-t1; anterior cage fixation, c5-6, c6-7, c7-t1; anterior plate fixation, cs, cs, c7, t1; intra operative fluoroscopic documentation. Preoperative diagnoses: degenerative disk disease, spinal stenosis, herniated nucleus pulposus, c5-6, c6-7; degenerative disk disease, c7-t1. As per op-notes: resection of anterior osteophytes, anterior annulus, nucleus pulposus, decorticating the end plates, resection of the posterior osteophytes and posterior longitudinal ligament from foramen to foramen bilaterally to decompress the anterior cord was achieved sequentially at cs-6, c6-7, and c7-t1. Once this was accomplished, then floseal and gelfoam were placed over the anterior cord and then a cage filled with the cancellous autologous bone and bone morphogenic protein were placed in the intradiscal spaces at all 3 levels and the distraction traction pins were removed.